Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition of the housing being cracked was confirmed. The assignable root cause was determined to be due to improper handling of the device. It was further determined that the reported condition of the red light illuminating was also confirmed however, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device housing was cracked and the red light emitting diode (led) light illuminated. It was further determined that the device failed pretest for information button & self-test, charging and checking of power module in charger, function- test, saw- test and general condition and lever. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.